Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The dso sensor was replaced to fix the issue.

Event description:
The device was returned due to a downstream occlusion (dso) sensor being unresponsive. The results of the investigation found that the dso sensor was defective. There was no patient involvement.